Event description:
It was reported that insulin gauge displayed an amount that was different than expected, showing 0 units while about 100 units remained in cartridge, and issue had occurred on previous day. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge, and technical support advised use of in-app cartridge load resource for guidance on filling and loading process and instructed customer to call back for troubleshooting if issue occurred again, which customer acknowledged.